Manufacturer narrative:
One rise-l spacer was returned for evaluation due to unintended disassembly of the device intraoperatively. The spacer was used in a multi-level atp case from l1-l5 (dos: (B)(6) 2024), and was reported to have broken after the surgeon collapsed and removed the implant from the disc space to retrieve a piece of gauze that was left in the patient. Another rise-l spacer was used to replace the disassembled cage, and the case was completed without any further incidents or adverse effects to the patient. Initial observation of the rise-l spacer showed that the retaining c-ring was no longer attached to the drive screw, allowing it to migrate out of the implant when the spacer is fully collapsed. As such, the implant fails to meet functional requirements specified by the part drawing. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a surgery a rise-l spacer was broken during a procedure and had to be retrieved from the patient. This event occurred in japan.